Event description:
Pulmonetic systems, inc. Received an email from a representative of a facility. The representative reported the following event: the ventilator suddenly turned off by itself after a low o2 pressure alarm occurred. There was an alarm so the doctor changed it. Attempts were made to obtain more information. Last attempt in 7/2002.